Event description:
The respiratory therapy supervisor reported the hospital was running a generator check and at the time of the power outage, the ventilator did not switch over to the backup battery to continue operating as specified. The ventilator was in use on a patient at the time and it alarmed at loss of power. Hospital power was subsequently restored and the ventilator powered back on using ac power. The customer reported a message displayed that the backup battery was not connected, and the battery charging led was into lit. There was no patient harm. The hospital biomedical technician confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure and that there was no backup batter connected. The biomedical technician reported the power supply required replacement to correct the problem. This customer chooses to perform maintenance of owned equipment. A request has been made to the biomedical technician to return the failed power supply to the manufacturer for failure analysis.

Manufacturer narrative:
This customer chooses to perform routine maintenance of owned equipment. A request has been made to the customer to return the power supply to the manufacturer for failure analysis.